Event description:
It was reported that the right atrial (ra) lead exhibited intrinsic amplitude out of range. (B)(6) technical services (ts) discussed 24-hour reporting window has to close before being recorded on latitude. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).